Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could not be duplicated. The manufacturing record was reviewed and found no irregularities. Since the rubber pinhole was confirmed, it was possible that the image was temporarily defective due to the intrusion of moisture from the pinhole. The pinhole was about 0.3mm puncture. In addition, similar punctures around the pinhole could be confirmed. There is a possibility that a sharp object such as a needle pierced the rubber.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, no image was displayed when connected to otv-s190. The intended procedure was completed with another device. There was no report of patient injury associated with the event.